Event description:
During cataract surgery the irrigation aspiration handpiece tip touched the posterior capsule causing a tear or rupture of the capsule. The tip was then carefully inspected & it was evident that at a previous time it had been dropped causing the aspiration opening to be deformed with a roughened edge which caused the tear of the capsule.